Manufacturer narrative:
Additional information was provided stating that the indication for pump implantation was "destination therapy". The implant was considered a medical necessity due to previous bariatric surgery. The patient's body surface area was 2.1. The patient was initially stable following pump implant, however, the patient went into acute respiratory arrest. The patient was shocked from accelerated ventricular rhythm (avr) and atrial fibrillation. The patient experienced renal failure and dialysis was initiated. The patient also developed pneumonia. On (B)(6) 2016, the patient was unresponsive and was re-intubated. The patient did not regain consciousness and was noted to have anoxic brain injury. The endotracheal tube was malpositioned. On (B)(6) 2016, the patient was suffering from multi-system organ failure and was "not expected to live". Support was withdrawn on (B)(6) 2016 and patient expired. No further information was provided. With a review of the available information there were no device malfunctions or performance issues that would impact the event. The site also reported that they believed the reported event of multi-organ failure to be unrelated to the device. Lvad implantation was considered a medical necessity due to previous bariatric surgery. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In many cases, it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. There are procedural, pharmacological, and underlying individual patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Multi-organ failure is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with patient.

Event description:
It was reported that the patient experienced multi-system organ failure (msof) and support was withdrawn. The site reports the cause of the msof as unrelated to the device. No further information was provided.